Event description:
It was reported that a spring dislodged from the cannula handle and got stuck around the needle shaft, preventing the cannula from being removed. Attempts were made to retrieve the device; however, it fractured and left 4cm of needle lodged in the pedicle. This resulted in anesthesia being prolonged by approximately 1-1.5 hours. The procedure was not able to be completed and is not expected to be completed in the future. The patient required x-rays, was fitted for a brace, and experienced increase pain and vertebral compression.